Manufacturer narrative:
The device was received for evaluation. During functional testing, a partial white screen was confirmed through visual review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display (lcd). The lcd will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.